Event description:
Nurse noticed PICC line leaking at hub proximal to securement wings. PICC was removed, new PICC placed. There was no apparent harm to the patient.

Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.